Manufacturer narrative:
Patient, device and results codes would not populate in esubmitter. Products not returned.

Event description:
According to the information provided, the doctor reported two cannulae tips breaking prior to surgery. The cannulae involved in these complaints have not been returned to mentor. However, pe was able to confirm the broken tips via photo. Should additional information and/or the products become available to pe, these complaints will be reevaluated at that time. No patient injury was reported. No other information is available at this time.